Event description:
Dressing embedded in wound. Nurse called regarding a pt being seen by vna at the pts home. She has a diagnosis of cancer and has been coming to the cancer center for chemo. Nurse reports that one of the vna nurses called and stated she thought she had placed aquacel into a 6 cm deep abdominal site but could not find the dressing today. There is no documentation of the wound being packed with aquacel. There does not seem to be any effects if the dressing was still in the wound. The vna nurse probed with a q-tip without finding anything.

Manufacturer narrative:
The event is deemed a reportable malfunction. Although there was no evidence of a serious injury or life threatening illness, surgical intervention may be required if this event were to recur. Reported to FDA on (B)(4) 2013.